Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles outer device and broken plug strap. Leak test and microscopic analysis was performed which identified: device no leak and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening, and no leak was observed in the device.

Event description:
The device has been replaced.